Event description:
Received notice from FDA regarding an incident. No user facility info was included with the notice. Event description is as follows: volun (B)(6) 2010: tracheostomy tube was found to have the distal third occluded with mucus. Diagnosis or reason for use: tracheostomy for severe sleep apnea.

Manufacturer narrative:
A voluntary report was received via the us mail. The cover page for the report stated: the attached report(B)(4) was received through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the info presently available. The maude event report (foi) had extremely limited info. This info is being entered into the complaint system for tracking and reporting purposes. This complaint does not constitute an admission that medical personnel, user facility importer, manufacturer or product caused or contributed to the event.